Manufacturer narrative:
(B)(4)

Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned

Event description:
It was reported that the customer's blood glucose (bg) level was 61 mg/dl as the basal rate had been incorrectly set to 2.5 u/hr instead of .25 u/hr. Tandem technical support assisted the customer with changing the basal rate setting. The customer had corrected for the low bg level and it had increased to 122 mg/dl which was within the target range.